Event description:
Malem bedwetting alarm is not working as expected. The alarm leaks batteries when it was put on the table. Even before my daughter could wear it, the alarm battery leaked. The strange thing is that the battery was in the alarm for only 1 hr. Also, the alarm is very hot and looks like it could burn my daughter if she had worn it.